Event description:
It was reported that a spectrum pump displayed closed door message during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issue was reproduced. Evaluation found the lower hook switch to be damaged and could not latch. A review of the event history log revealed multiple 'shut door - power off' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower latch switch. The lower auxiliary assembly will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.